Event description:
Crew responded to a full arrest, disposable defibrillation electordes were attached to the pt. Reportedly, when an attempt was made to analyze the pt's rhythm the device indicated connect electrodes and use of the device was inhibited. The electrodes were checked the connection between the electrodes and the device was unplugged and plugged back in. The device continued to indicate connect electrodes. The als provider was notifed. CPR and resuscitation efforts were started. The als provider arrived approximately 20 minutes later. The pt was transferred to their care. Pt outcome was unknown to the reporter.